Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the single port (sp) monopolar curved scissors (mcs) instrument had remnants of the sheath on it. It was exchanged with back up. The procedure was completed with no reported injury.